Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the patient underwent a tlif at t4/5 on (B)(6) 2020 to treat degenerative disease. The procedure was performed without surgical delay. On (B)(6) 2021 the patient went to see the surgeon for medical follow-up; a screw was found to be broken. Currently the patient is not scheduled to undergo further medical intervention. This report is for a screw. This is report 1 of 1 for (B)(4).